Event description:
Customer reported a tandem mobi cartridge alarm and there was no adverse impact on the customer's blood glucose level. Technical support confirmed the cartridge alarm and determined that it was not caused by exposure to external magnets or during the loading process, and the issue had not been previously reported for the device. They instructed the customer to remove the cartridge and deliver a 9-unit bolus, which was successful. The customer was able to reload the original cartridge and resume insulin therapy, effectively resolving the issue.